Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the reporter. The reported did not state when the alleged product issue first occurred, but reported obtaining a blood glucose result of ¿20.9mmol/l¿ with the subject meter and ¿16.5mmol/l¿ on another meter within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with insulin and was given their normal insulin dosage based on the elevated subject meter reading. The patient reportedly developed symptoms of ¿hungry, sleepy and slow reactions¿; symptoms which the reported associated with hypoglycemia. This was an hour and a half after this insulin was taken and in response to these symptoms the patient was given milk by the reporter by means of treatment. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. When a control solution test was performed, the result obtained fell within the acceptable control solution range for the test strips being used. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.